Event description:
It was reported that prior to a coronary artery angioplasty procedure a shaft fracture occurred. The lesion being treated is unknown. It was stated that "the balloon snapped during preparation." The stent was being prepared when it snapped. The procedure was completed with another of the same device. There were no patient complications and the patient status is reported as "stable."

Manufacturer narrative:
(B)(4).